Event description:
It was reported that the device was in safety mode and that the battery of this implantable device was suspected to be depleting prematurely. The patient is pacing dependent and had a syncopal episode as a result of the change in programming and fell. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Visual examination of the device header and case noted no anomalies. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. The device did not operate appropriately and normal device function was not observed. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion did not fall within an acceptable range. It was confirmed there was an internal short tube tear predesign change. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the clinically-observed reversion to safety mode operation.

Event description:
It was reported that the device was in safety mode and that the battery of this implantable device was suspected to be depleting prematurely. The patient is pacing dependent and had a syncopal episode as a result of the change in programming and fell. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.